Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery during bolus. She changed the infusion set twice and it continued to alarm. The customer's blood glucose was over 400 mg/dl. Customer stated she disconnected from the device the night prior and has been treating with manual injections, which is the cause of her experiencing high blood glucose levels. Troubleshooting wasn't performed. Customer stated the alarm was resolved with an infusion set change. The customer was advised to call when the alarm occurred to perform proper troubleshooting. The customer is not returning the device for analysis.